Event description:
A pt was here for tur [transurethral resection] of the prostate. During the procedure, the loop part of cutting loop broke off. The surgeon was able to retrieve wire loop with biopsy forceps.